Manufacturer narrative:
The available information suggests this device remains in service without additional complication. Should additional information become available this event will be updated.

Event description:
Boston scientific crm received information that the patient implanted with this implantable cardioverter defibrillator (ICD) had received six inappropriate shocks. Technical services discussed detection was initially met in the ventricular tachycardia 1 (vt-1) zone, which was set to monitor only. Technical services discussed a monitor only zone and redetection. Additionally, technical services discussed extending duration, adding therapy to the vt-1, or adjusting the rate cut-offs. No adverse patient effects were reported.